Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the usb cable would not charge the pump. Customer's blood glucose was around 400 mg/dl. Reportedly, the customer had an alternate cable available to charge the pump.